Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event a manufacturing review was performed which found no anomalies during the manufacturing process of the device. While the medical records indicate the patient underwent an explant procedure, it is unclear at this time which mesh was explanted during the (B)(6) 2012 procedure as there were three mesh placed in close proximity to each other. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - the patient was diagnosed with a cystocele and underwent implant of a non-bard davol mesh. On (B)(6) 2007 - the patient was diagnosed with a third degree rectocele & enterocele. The patient underwent posterior vaginal repair with implant of a non-bard davol mesh. On (B)(6) 2009 - the patient was diagnosed with stage 2 pelvic organ prolapse, apical, post hysterectomy, status post previous vaginal reconstruction. The patient underwent a robotic assisted abdominal sacrocolpopexy with implant of a davol soft mesh, bilateral salpingo-oophorectomy and cystoscopy. On (B)(6) 2012 - the patient was diagnosed with persistent pain with intercourse, "vaginal pain following anterior prolift 2007." The patient underwent exam under anesthesia, cystoscopy, release of vaginal mesh (unspecified), x4 trigger point injections of the vagina at trigger points and vaginal mesh excision from anterior vaginal wall (unspecified).